Event description:
Customer reports receiving erratic readings. In blood glucose tests, customer received readings of 358, 195 and 97 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clnicially significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer returned meter. Returned meter performed in accordance with MFR's instructions for use. Customer's complaint of high readings was not duplicated during testing. The precision xtra blood glucose readings reported by the customer were found in the meter internal log. Two of the readings reported were not obtained within 10 mins.